Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that sodium phosphate 15 mmol was ordered to be infused over 4 hours. The nurse noticed that the ivpb was empty but the pump read that it still had 2 hours infusion time remaining. The patient's bp was 87/50 and a 500ml ns bolus was ordered. The nurse switched out the pump and used the same tubing to infuse the bolus, but noticed that the fluid in the drip chamber was dripping too fast. The nurse then switched out the tubing and it was infusing properly.